Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach during an esophagogastroduodenoscopy (egd) procedure. The exact procedure date was unknown. During the procedure, while in the retroflex position, the clip deployed but unable to detach from the catheter. During the process, the handle spool broke. After some time, the physician was able to manually release the clip from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter. Block h11: the returned resolution 360 clip was analyzed, and a visual and microscopic inspections showed that the device was returned without the clip assembly, exhibited evidence of full deployment, and had a kinked control wire. No other problems with the device were noted. The reported event of clip difficult to release from catheter was confirmed. It is likely that the physician experienced difficulty during clip deployment, resulting in the control wire becoming bent. Contributing factors may have included the application of excessive force, the use of pliers to pull the control wire to facilitate deployment, and other procedural elements such as angulation or technique, all of which may have played a role in the issue. Based on all available information, the probable root cause assigned is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach during an esophagogastroduodenoscopy (egd) procedure. The exact procedure date was unknown. During the procedure, while in the retroflex position, the clip deployed but unable to detach from the catheter. During the process, the handle spool broke. After some time, the physician was able to manually release the clip from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. Additional information received: it was confirmed that the procedure was completed with the original device.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h2 (additional information): block b5 (describe event or problem), block e1 (initial reporter title, first name, last name), block e3 (occupation) have been updated based on the additional information received on november 4, 2025. Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach during an esophagogastroduodenoscopy (egd) procedure. The exact procedure date was unknown. During the procedure, while in the retroflex position, the clip deployed but unable to detach from the catheter. During the process, the handle spool broke. After some time, the physician was able to manually release the clip from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. Additional information received: it was confirmed that the procedure was completed with the original device.